Event description:
Patient's wife states his new peg device has been problematic, and at one point she found the tip of the device across the room and his bed wet with the contents of his stomach. She feels that it blew off the tubing across the room under pressure. FDA safety report ID # (B)(4).